Manufacturer narrative:
The report was not confirmed. Analysis of the lead found it was cut as a result of the explant procedure resulting in two segments being returned. Both segments were checked for continuity; no opens were found and there were setscrew engagement marks properly located on the terminal end contact. Analysis did not identify a device problem.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31603. It was reported the patient's entire scs system was explanted because the patient was not receiving adequate pain relief. Reportedly, the leads had migrated and there were high impedances on multiple contacts.